Event description:
According to the reporter: balloon failed to pump up after inflation bulb was properly attached. Another balloon was opened and no further problems were reported. Corrective action taken relevant to the care of the pt: second balloon was used. Pt was not harmed in any way. Pt outcome: pt was not harmed in any way.

Manufacturer narrative:
(B)(4).